Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting elevated metal ion levels as well as necrosis of the abductor muscles and capsular tissue. Extensive corrosion was found at the head/stem junction. The patient reports limited mobility and range of motion while trialing with existing implants. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803202-femoral head-62299121, 437732049-durasul hooded-62072678, 536000049-cluster-hole porous shell-62178188. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2019 -00755 -1 , 0001822565 -2019 -04510 -1 . Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported patient had an initial right tha. Subsequently, the patient was revised 4 years¿ post-op due to in-vivo corrosion, tissue damage, necrosis, pain, elevated metal ion levels, pseudotumor, instability, and limited mobility. Attempts have been made and additional information on the reported event is unavailable at this time.